Event description:
A minor burn occurred on both sides of a man's torso a few months prior to another minor event that occurred in january 1988. The torso burns were considered by the hosp to be procedural problems and did not require a serious injury report according to regulations.